Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, after 50000 joules of use, the aiming beam was emitting from the tip of the fiber instead of the side. This fiber was replaced, and the procedure was completed using another fiber. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, after 50000 joules of use, the aiming beam was emitting from the tip of the fiber instead of the side. This fiber was replaced, and the procedure was completed using another fiber. No additional information was provided.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. Visual analysis identified the glass cap exhibited a circumferential fracture at the distal side of the fiber/cap fusion zone. The metal cap exhibited mild charred debris adhesion on its surface which suggests tissue contact during procedure. The fiber was functionally tested with a hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. Based on analysis results, the reported forward firing event was not confirmed. It is probable that the identified debris adhesion found on the metal cap during analysis contributed to elevated temperatures near the laser beam output window. Continuous elevated temperatures can lead to fiber tip damage, including distal circumferential fractures. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.